Event description:
The facility reported a pump with a malfunction of the stop button not working. The reported condition was identified after patient therapy on the medical surgical floor. There was no patient injury or medical intervention necessary. No additional information is available. The software version is currently unknown.

Event description:
Information received from a sales representative indicated that a patient experienced a myocardial infarction and stent thrombosis after having a coronary artery stent implanted. The patient's medical history is unknown other than having a previous percutaneous intervention. The patient had an unknown cypher stent implanted in a diagonal branch sometime in 2006 for an unknown reason. Approximately three years later the patient discontinued antiplatelet therapy for an unknown surgical event. The medication was stopped five days prior to the cardiac event. The patient developed stent thrombosis in the diagonal branch and had a large acute mi. The treatment and outcome are unknown. It was additionally found by the treating physician that the cypher stent was "jailing the lad" where the three taxus stents in the lad, which were placed prior to the cypher stent. The cypher was described as "sticking out into the lad and not blocking circulation". Treatment for the thrombosis is unknown but no additional stents were placed. The sales rep had no further information available and the patient survived the event.

Manufacturer narrative:
(B) (4) the device has not yet been received for evaluation. Should the pump be received for evaluation, or if additional information becomes available, a follow-up report will be filed upon completion of the evaluation.

Manufacturer narrative:
(B) (4) a baxter service technician evaluated the pump and confirmed the customer reported condition of "stop button not working". The stop key is inoperative due to damaged (internal) pump head module (phm) keypad. Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer. There is an ongoing CAPA investigation, (B) (4) that is associated with this report. Uim master software versions with a software configuration number ending in (B) (4) will be categorized as remediated.